Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal surgical manipulator (usm) #4 was not in use, during a three arm procedure, and was moving spontaneously without being clutch. Csr stated that he and the or staff could hear a "click" and then observed usm 4 drift while undocked. No errors and the system seemed to be on a level place. The procedure was completed with no reported injury.intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: no collision occurred to cause the usm to ¿drift¿. As mentioned, the usm was not in use during the case, as it was a three arm procedure. No surgical intervention required, no other modality required. Site completed the case robotically- there were no issues.

Manufacturer narrative:
Intuitive surgical field service engineer (fse) followed up with site which stated that nobody touched the universal surgical manipulator (usm) and that during the case, arm 4 was not in use and was tucked close to the other arms that were in use. There were no instruments installed on arm4 at the time. Site heard a click and the arm swung to the side under gravity and then once it stopped, the arm clicked back into place and was not freely moving. No faults or errors were thrown on the system. Fse asked if another usm bumped usm 4 and he said that it was possible because they were in close proximity to one another. Staff was not concerned of a safety issue because of this. Fse explained that it's possible that the usm was bumped and the clutch was released since the usm did not have instruments installed, and that if the floor is uneven, the usms would move due to gravity. During visit, system booted normally with no errors. Log review shows no relevant errors on usm 4. System tested and verified as ready for use.